Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation is not necessary because the reported event have been determined as not related to vns therapy.

Event description:
Report received that a patient presented to the emergency room with an infection. The patient's generator was removed, but the lead was left implanted. The patient had his first implant about four months prior to the infection being found. The physician reportedly did not know whether the infection was from the initial implant. Further information was received that the patient was seen two weeks later and found to be doing well. The surgeon's notes indicated the wires were found to be exposing through the incision site. Review of the device history record found that both the explanted generator and implanted lead had been properly sterilized prior to release for distribution. No further relevant information has been received to date.